Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reported that the unit had a out of box failure. Further review with the customer on (B)(6) 2016; during the review the customer reported that the unit did not alarm when the tubing was removed from the unit during testing.

Manufacturer narrative:
An investigation of (B)(4) was performed for the reported condition of; the unit did not alarm when the tubing was removed. The unit was triaged and the complaint could not be confirmed. (B)(4) was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.